Event description:
It was observed during the device evaluation, that the utetero-reno video scope exhibited lifted bending section support pins. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was evaluated. Based on investigation results, a definitive root cause of the observed lifted bending section support pins issue could not be determined, however, the issue was likely the result of component failure due to excessive force, resulting in material deformation/separation. Olympus will continue to monitor field performance for this device.